Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. The caller suspected that this device was prematurely depleting based on implant time and current monitoring voltage.